Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-may-2018 with the following findings: during investigation, the black box was not available. There were unexplained pump reboots observed in the available black box and the deliveries resumed eventually. The battery compartment was cracked above & below the bumper pad. No moisture/corrosion observed in the battery compartment. The battery cap was not returned. Test battery cap was able to fit to maintain electrical connection &was used to complete a 24hr duration test; no por¿s were duplicated during this time. The total daily dose (tdd)¿s added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The pump cover was removed; no evidence of internal moisture or damage to the power circuit was found.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that the patient experienced an elevated blood glucose (bg) of 14 mmol/l with extreme drowsiness, extreme thirst, tiredness and symptoms of dehydration (dizzy, lightheaded) associated with an alleged power and damage issue with the pump. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the patient was unable to tighten the battery cap onto the pump and there was intermittent power in the pump. The patient could not remember when they began seeing the verify screen and did not know if they had ever changed the battery cap. This complaint is being reported based on the allegation that the patient experienced hyperglycemia because of an intermittent power and damage issue with the pump.